Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified lower scan result on the adc device compared to an unspecified reading obtained on an unknown device. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer experienced a symptom which is dizziness and made contact with a non-healthcare professional (non-hcp). The non-hcp did provide an orange juice for treatment and called an ambulance. Subsequently, the customer had contact with a healthcare professional (hcp) who obtained a 115 mg/dl glucose test and further reported receiving third-party treatment, however, details of the treatment were not provided. There was no report of death or permanent impairment associated with this event.